Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient requested a reprogramming to capture their low mid-back pain. The patient also stated that their controller intensity had changed to zero upon changing positions. It was unknown what factors could have led to the issue. The rep met with the patient on (B)(6) to reprogram and added 2 new groups (a and b). The patient said the coverage was higher into their pain area. It was noted that the issue was resolved at the time of the report. Additional information was received from a manufacturer representative (rep). It was reported that the intensity changing to zero was unexpected as the adaptive stimulation was not enabled and it was turned off. The rep said the cause of the intensity changing to zero was not able to be determined. The rep stated that during the reprogramming session, they turned on the adaptive stimulation for each group. No further complications were reported/anticipated.